Event description:
It was reported that the pressure guide wire was set up per routine procedure and zero'd in normal fashion and advanced into the body. The wire was normalized without issue. As the wire was advanced to the lesion of interest, the signal was lost. Upon removal from body, some damage on the tip of the wire/transducer joint was noticed. The two portions of the wire appeared to be barely connected at this point but intact; however, the wire was intact upon removal. There were no reports of chest pain, other adverse events or injury to the patient. A new pressure guide wire was used and successfully completed the procedure. It was further reported that the device was originally discarded and subsequently retrieved for manufacturer's evaluation.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The returned device was visually inspected and damage was observed. The distal portion of the sensor/transducer with the diaphragm was missing. The hypotube was kinked in multiple locations. The tip appeared to be shaped and the radiopaque coil was slightly stretched distal to the sensor housing. The conductive bands were bent. The signal testing was not performed due to the damage of the wire. It is unknown if the sensor/transducer was left inside of the artery; the sensor/transducer could have fallen off from the wire after it was removed from the patient and discarded into the trash. In the event that the sensor/transducer was left inside the guiding catheter or patient is unknown. The sensor/transducer is fabricated from silicon wafer ( l 900 +/- 4 micro and w 244 +/- 4 micro) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. The area of concern may appear to have diminished flow or no flow distal to the area where the sensor would have become lodged. However, this was not reported. In the event that the dome was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis or distal embolization of the dome, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. Upon review of the patient's medical record (chart), it was reported that the patient did not experience any of the above mentioned complications or adverse events. Perhaps the physician was too aggressive in shaping the tip of the wire causing the integrity to become compromised. In summary, it was not reported that the patient suffered any adverse events. This event is being reported as it is not possible to determine when the pressure sensor was separated from the device.